Event description:
It was reported that the epg (external pulse generator) case was cracked. The epg was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, the upper case was dented affecting keyboard fit, the upper and lower cases were contaminated, the display lens was cracked, the battery release was contaminated, the ring cover and both bail covers were missing, the four case screws were missing, the lead flex cover was contaminated, the ring and both bails were missing, the battery drawer was broken and contaminated, the keyboard was scratched, the device failed battery removal testing due to the main printed circuit board (pcb) being out of electrical specification, the battery flex was corroded and the battery drawer o-ring was missing. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).